Event description:
Reportedly, a us surgical product was involved in a recent patient death. The account has been contacted several times for additional information. At this time, the account will not release any information.